Event description:
A malfunction was reported on the pump, but no notable events preceded the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on blood glucose. As the customer was unable to charge the pump and reset the malfunction code, technical support advised reaching back for further troubleshooting. Meanwhile, the customer was advised to rely on multiple daily injections (mdi).